Event description:
It was reported that partial deployment occurred. This 6x150x130 innova self-expanding stent was selected for an sfa stenting procedure. The 90% stenosed, moderately tortuous, and moderately calcified target lesion was located in the superficial femoral artery (sfa). During the procedure, using an antegrade approach, while attempting to deploy the stent, the catheter shaft became kinked near the proximal or mid-shaft region of the catheter. This was noted to affect the delivery systems trackability and stent deployment. The pull grip was used to attempt to complete the deployment; however, the stent did not open due to kinking. The device was removed from the patient intact, but it was noted that the stent was difficult to remove due to the kinking. A second stent was successfully deployed without any complications, achieving optimal placement and restoring vessel patency, and no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Upon examination, a visual and tactile inspection revealed multiple kinks in the outer sheath. A visual inspection of the device handle identified no issues or damage. The investigator disassembled the handle, and there was no evidence of inner prolapse. The device was received with the stent still sheathed. Due to the multiple kinks in the outer sheath, the investigator was unable to deploy the stent. Additionally, a visual inspection of the device tip identified no issues.

Event description:
It was reported that partial deployment occurred. This 6x150x130 innova self-expanding stent was selected for an sfa stenting procedure. The 90% stenosed, moderately tortuous, and moderately calcified target lesion was located in the superficial femoral artery (sfa). During the procedure, using an antegrade approach, while attempting to deploy the stent, the catheter shaft became kinked near the proximal or mid-shaft region of the catheter. This was noted to affect the delivery systems trackability and stent deployment. The pull grip was used to attempt to complete the deployment; however, the stent did not open due to kinking. The device was removed from the patient intact, but it was noted that the stent was difficult to remove due to the kinking. A second stent was successfully deployed without any complications, achieving optimal placement and restoring vessel patency, and no patient complications as a result of this event.